Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the sponge unfolded and fell apart during use. There was an excess lint flying around. No patient injury.